Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 06-nov-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the patient, the pump was delivering ¿morphine and he put some kind of lidocaine in it last time - a cocktail they called it.¿ the indication for pump use was non-malignant pain. The patient reported that all of a sudden, their communicator wouldn¿t charge. The patient stated they had tried 3 then 4 different chargers and that they hadn¿t been able to give themselves a bolus for 2 days because the communicator kept staying ¿connected to the handset, meaning connect to charger.¿ per the patient, when they put the cord in, the battery light would turn orange and then go no color. The agent asked the patient if they pushed the cord forward or bent the cord a little bit and the orange light would come on and the patient stated there's something inside the port that was bent or broken. The patient stated, ¿sometimes this one has been taking 8 hours to charge - it's been giving me issues for a couple weeks ¿ someone that works for the clinic was here last week and it was working so she left it.¿ a replacement communicator was requested from the repair department because the communicator charging cord was loose so the patient had to move the cord in a certain way to try to get it to charge but now that wouldn't work. The patient had also tried multiple other cords and outlets. No patient harm reported.